Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare provider (hcp) via clinical study indicated that the outcome of the event resolved without sequelae on 2018-jan-10. It was noted that as of 2018-jan-10, the patient had not returned to the office for pump refill. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare provider (hcp) via a clinical study regarding a patient receiving sufenta 324mcg/ml for a total dose of 165.09mcg/day, bupivacaine 24.3mg/ml for a total dose of 12.381mg/day, unknown baclofen 286mcg/ml for a total dose of 145.72mcg/day, and clonidine 286mcg/ml for a total dose of 145.72mcg/day via an implantable pump for non-malignant pain and rsd/causalgia-complex regional pain syndrome. It was reported after careful review of the patient's chart on (B)(6) 2017 that on (B)(6) 2017 (pump refill appointment) it was found that the patient's baclofen was inadvertently substituted with clonidine. On (B)(6) 2017 the patient was contacted to identify any adverse symptoms. It was noted they were stable at home and that their blood pressure has been between "120-130 over 85." It was also noted since their refill their boluses were not working as well. It was stated they were getting pain relief, but not like they were. The patient reported increased pain on (B)(6) 2017. Review of the device report from refill on (B)(6) 2017 showed the intended compound mixture of sufenta, bupivacaine, and baclofen was programmed into the device, but was not the actual compound. The plan was to replace the clonidine with baclofen at next scheduled refill on (B)(6) 2018. The outcome of the event was noted as ongoing. The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related. It was noted to be related to programming/refill. The event date was (B)(6) 2017. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the exact cause of the pump filled with the wrong drug was not known. It occurred during a refill appointment. It was noted the patient's baseline weight was not measured.